Event description:
Doctor reported that the coating came off and the patient got burned.

Manufacturer narrative:
As noted in the events section, the doctor noted that a breach in the insulation caused a burn to patient. Based upon the documentation submitted by the doctor, and the investigation performed by, this is probable user error. The doctor noted that when the device comes in contact with any metal object, the chance occurs for heating up and breach in the insulation. This not a fault of the device.